Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five minutes into patient treatment, a leak was observed on the dialysis port due to an unspecified damage to the dialyzer. There was no patient injury or medical intervention associated with this event. No additional information is available.